Event description:
There was an allegation of questionable troponin t hs results from the cobas e 801 analytical unit. The customer suspected sample carryover from a previous sample with a high result. The initial result was 4 ng/l. The automatic repeat result was 67 ng/l. The sample was repeated on another analyzer, and the result was 5 ng/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 847376. The expiration date was not provided. The investigation is ongoing.